Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the right ventricular lead had loss of capture and failure to sense while patient was experiencing bradycardia. The patient presented in clinic on (B)(6) 2020 and programming changes were made. On (B)(6) 2020, the patient presented for lead revision and was feeling unwell. The lead was capped and replaced on (B)(6) 2020. Patient was stable post procedure and no longer experiencing symptoms.